Event description:
It was reported that during inspection of instruments; the device was found to be fractured. There was no relation to procedure or patient. Attempts have been made and no additional information is available.

Manufacturer narrative:
(B)(4). G2: event occurred in brazil. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. The following section was corrected: h4. The reported event was confirmed by review of provided photograph, which confirmed that the pad is cracked. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported items and one additional complaint for part and lot combinations (for all time). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.